Event description:
The calibration tube has a long pig tail port that is connected to air, and a port that can be used for a balloon. The balloon is not inflated during the procedure, but did rupture during the procedure causing pt injury. Diagnosis of reason for use: bariatric surgery.